Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center's touch screen was black when powered on. It is unknown, when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
Correction to h4 of the initial medwatch. The information was inadvertently selected as oct 5, 2023 and should reflect oct 4, 2022. Feel free to reword it to reflect your file. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it was found that the failure was caused by act board failure. Olympus will continue to monitor field performance for this device.